Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (8.210 mg/day) via an implanted pump. Per the patient, the dilaudid concentration was ¿20%¿. The indication for pump use was spinal pain. On (B)(6) 2019 the patient reported getting an 8476 (motor stall) code on his ptm (personal therapy manager) since saturday ((B)(6) 2019). He noticed withdrawal symptoms/flu-like symptoms since thursday ((B)(6) 2019). He had not heard the pump alarm. His pump was refilled on wednesday ((B)(6) 2019). He had called his hcp¿s (healthcare professional¿s) office but hadn¿t heard back yet. He had not recently had an MRI or been near strong static magnetic or emi (electromagnetic interference) sources and he had no falls or trauma. Additional information was received on 05-aug-2019 from an hcp via a company representative who reported that the pump was interrogated and showed that the pump was stalled. No further complications have been reported as a result of this event.